Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. .

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the vessel sealer extend (vse) instrument broke at the joint area and a grey plastic piece fell inside the patient. It is unclear if the fragment was retrieved. The customer replaced the instrument.